Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 36-338mm x 2.5-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x38mm synergy drug-eluting stent was advanced for but was unable to cross the lesion. When the device was removed, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 36-38mm x 2.5-2.75mm target lesion was located in the severely tortuous and moderately calcfied left circumflex artery. A 2.50x38mm synergy drug-eluting stent was advanced for but was unable to cross the lesion. When the device was removed, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a section of a synergy device was returned for analysis. The manifold containing the catheter batch number was detached and not returned. A visual examination of the stent identified distal stent damage with the struts in the distal stent region lifted and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified multiple kinks and a hypotube break 148.5cm proximal to the distal end of the tip with the manifold section not returned. Additional information stated that the user intentionally cut the device to ease removal from the patient. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.